Event description:
It was reported that the balloon did not hold inflation pressure. There was patient involvement and no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One used device was returned for evaluation. Visual inspection was performed, and no discrepancies were found. Functional testing was also performed, and no discrepancies were detected in pilot balloon. Pilot balloon issue was not confirmed. The root cause was not established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.